Event description:
New information received alleges after implant, the same day, pt received several shocks. Two days post implant, surgery was performed to reposition the lead. Patient continued to experience shocks.

Event description:
There is no allegation from a health professional that the death was related to the device. Device malfunction suspected. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).